Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #s 3005099803-2011-03871 and 3005099803-2011-03872 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6) 2011 during a colon biopsy with hemostasis. According to the complainant, after the biopsy, a resolution clip (mr #3005099803-2011-03871) was advanced through the scope, attached to the patient's tissue, and then deployed; however, the clip would not release from the delivery system. The physician made an unsuccessful attempt at releasing the clip by manipulating the scope. Subsequently, the physician pulled the delivery catheter from the patient, which led to the clip releasing into the patient in a closed state. A second resolution clip (mr #3005099803-2011-03872) was used, but the same issue recurred; the clip failed to release and upon withdrawal, it detached into the patient in a closed state. Both clips were left to pass naturally. Reportedly, prior to use, no damage was noted to the resolution clips or their packaging. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Reported event of clip failed to separate from catheter.